Event description:
It was reported that the screen on quick bolus button became unresponsive. Device turns on when plugged in to a power source. No impact to customers' blood glucose levels.

Manufacturer narrative:
The device has been received for eval; however, the device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.